Manufacturer narrative:
Investigation is ongoing. This report will be supplemented following investigation completion and or supplemental report(s) will be submitted should any relevant new information is available and / or received.

Event description:
It was reported "the image is dark and flickering" while the subject device was being used with the visera elite video system. The issue occurred at preparation for use for a therapeutic plasmakinetic resection procedure. There was no patient impact, no harm reported due to the event.

Event description:
It was reported "the image is dark and flickering" while the subject device was being used with the visera elite video system. The issue occurred at preparation for use for a therapeutic plasmakinetic resection procedure. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for olympus for evaluation and the user¿s request was confirmed due to cable failure. Based on the investigation results, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. This issue is addressed in the instructions for use (IFU): 4.1 precautions(warning) "if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the performance of this device.